Event description:
It was reported to lifecell, as follows: on (B)(6) 2013, the subject (B)(6) year old female enrolled in lifecell sponsored clinical study-(B)(6) (ref.protocol lfc2012.06.01), underwent skin sparing, nipple sparing left mastectomy with direct to implant breast reconstruction with lifecell device and allergan implant. 358 grams of breast tissue were removed. Post-operative course was uneventful except a minor seroma. During month 6th follow up visit, on surgical assessment incision line was found to be open. No pus/discharge was noted. On (B)(6) 2014, the patient presented with prosthesis exposure from a stitch which she believed was present for at least 3 months and was treated at home with antibiotics. The prosthesis was removed. Lifecell device was left in place and was integrated. On (B)(6) 2014, the sae was resolved.

Manufacturer narrative:
Internal investigation included, as follows: - review of the information reported - review of the device history record for lot s11213, with no remarkable findings; there were no processing devications related to the nature of the event reported; lot underwent terminal sterilization ((B)(4) 2013). Q4-2012 dose audit for sterilization process was acceptable to support production in q1-2013. - review of the distribution and implantation history records for lot s11213 revealed that all 530 devices released to finished goods inventory were distributed - query of lifecell complaint system, with no other similar complaints reported to lifecell against this lot. Conclusion: based on information reported including the fact that lifecell device was reported as integrated and left in place, and internal investigation into complaint related lot s11213 that did meet qc release criteria for the finished product, the event, prosthesis exposure, is unlikely related to the lifecell device. Lifecell reports this event to FDA due to investigator's assessment, "the sae is possibly related to the device and possibly related to the procedure".